Manufacturer narrative:
The usm was tested on an in-house system in normal mode where it triggered error 319. The usm was also tested on a patient fixture test platform (pftp) where it failed fiber test and che all boards which points to the rolling loop. Aba troubleshooting was performed with gold rolling loop fiber installed to verify failures. No signs of damage during visual inspection. The rolling loop was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a repeated recoverable fault 319 occurred on the universal surgical manipulator 1 (usm1). The customer stated that they had power cycled the system but the issue continued. The technical service engineer (tse) reviewed the system logs and confirmed the reported error 319. The tse had the customer power the system down and emergency power off/hard power cycle the patient side cart (psc) but the error returned upon power up. The tse advised the customer to disable the usm1 or swap out the psc. The customer opted to swap in a spare usm1 to continue the case. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system did initially power on without any errors or issues prior to the case. The customer confirmed that the case was completed with the spare patient side cart.